Event description:
The customer was reported being at the emergency room due to high blood glucose of 426mg/dl, and she has been treated with a manual injection. Troubleshooting was performed. At the time on the insulin pump was incorrect, but the date, settings, and programming were correct. The customer declined to keep testing and requested a replacement of the insulin pump. During the call, the customer stated that she had low blood glucose and was hospitalized on (B)(6) 2012 with low glucose reading of 24 mg/dl. The customer's most recent glucose reading was 357 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.